Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that a bradycardia rate was noted on the heart monitor when this pacemaker dependent patient was in the hospital for kidney trouble. Loss of capture was suspected due to a change in the patient's heart conditions and an increase in the right ventricular (rv) threshold measurements. The physician increased the rv output to 6.5 volts at 0.6 ms prior to the boston scientific sales representative (sr) interrogating the device. Upon interrogation the sr noted that the rv lead impedance measurements were stable and noise was not able to be reproduced. It is unknown if any asystole accompanied the loss of ventricular capture. The cause of the loss of capture and high threshold measurements is unknown; however there is speculation that the patient's condition has played a role in this issue. The lead was left implanted in the patient and the pacemaker was left set to high ventricular outputs. No additional adverse patient effects were reported.